Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter reverting to setup mode was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an appendectomy procedure, air leaked a lot. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.